Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements above 200 ohms on the right ventricular rv channel. The observation appeared to be an isolated occurrence rather than a sustained trend, and impedance values subsequently returned to normal. Technical services ts was consulted and recommended an in-person evaluation for the patient. The associated rv lead is a non-boston scientific product. No adverse patient effects were reported. This ICD remains in service.